Event description:
Event: fem-fem bypass. Case details: it was reported that the patient "underwent repair of abdominal aortic aneurysm with an ancure bifurcated graft in 2001. During the procedure, they also had a right external iliac artery to hypogastric artery reverse saphenous vein bypass. This procedure and the postoperative course were uneventful. Nearly eight months later, patient presented with the complaint of some increased intermittent claudication of the left leg. They had an arteriogram which confirmed a left limb occlusion of the endograft, as well as the left iliac system. "The patient" underwent a right to left femoral to femoral bypass in 2002. It was also noted that the arteriogram suggested progression of iliac occlusive disease beyond the area of the endograft."